Manufacturer narrative:
Method: actual device was evaluated. Results: the eval included performance testing (accuracy, verification or air/no food alarm, etc). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification. The disposable set used at the time of the failure was not returned with the pump and could not be evaluated. We are attempting to contact the customer/pt to obtain more info. If more customer/pt info becomes available, a follow up report may be submitted.

Event description:
Reported by the customer as: pump continued to pump after food was gone. Customer stated "pump keeps running when bag is empty." Pt injury: no.